Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found that contact metal objects while activating the wand can result to damage to the tip. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation was completed and concluded that patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, the turbovac 90 xl icw was being utilized in the intended manner when the distal portion of the instrument came off within the patient. The broken piece was not retrieved from patient. It is unknown whether there was a back up available or delay in the case. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.